Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reports hearing beeping in a variety of locations throughout the house. The beeping pattern described is not one that the ICD would make. Therefore, it is suspected that the tones are most likely environmental in origin. Subsequently, the device was explanted with no performance allegations reported. The device was returned and routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
This device is currently undergoing analysis. Upon completion of analysis, this report will be updated.